Manufacturer narrative:
Received one speedband superview super 7 device was returned for analysis with residue present indicating use. A visual examination of the ligator head found two bands remaining and moved out of position; only one deployed band was returned. There was no issue with the irrigation tube. The suture was intact and attached to the trip wire loop. It was noticed that the ligator teeth were damaged. The adapter ring was without any defect and was properly attached. The trip wire was not secured in the handle assembly slot. The proximal loop was retracted into the post and the crimp was caught inside the slot. A functional evaluation of the handle was performed by turning the handle knob to 2 full rotations. An audible click was heard and indents were felt for each 180 degree of rotation. No issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire were most likely impacted the timing of band deployment and contributed to the event. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, two bands deployed when the physician deployed the bands. On the second attempt, three bands deployed. No audible click was heard when the handle knob was turned. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, two bands deployed when the physician deployed the bands. On the second attempt, three bands deployed. No audible click was heard when the handle knob was turned. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.